Event description:
Customer reported an under infusion of ridaforolimus. Nurse started an infusion of 270ml at 550ml/hr to run for 30 minutes. The nurse checked the infusion 20 minutes later to find the IV line was occluded with the roller clamp in the closed position. Customer reports no occlusion alarms sounded. No pt harm and no medical intervention reported. The infusion was restarted. No additional info was available.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A f/u report will be submitted with any new relevant info.